Manufacturer narrative:
The manufacturer previously reported receiving information alleging a ventilator was returned to the manufacturer for service alleging the device had a high-pressure alarm. There was no patient or user harm reported. The device has not been returned to the manufacturer. At this time, we are unable to confirm the alleged malfunction. A follow-up report will be submitted when the manufacturer's investigation is complete. The ventilator was evaluated by third party service center and the customer¿s complaint was confirmed. The evaluation as mentioned in the service manual failed. The evaluation of the batteries and valves are in good condition cabinet and other parts are in good condition. Additional failures observed -device alarms for low minute ventilation.

Event description:
A ventilator was returned to the manufacturer for service alleging the device had a high-pressure alarm. There was no patient or user harm reported. The device has not been returned to the manufacturer. At this time, we are unable to confirm the alleged malfunction. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
H3 other text : device not returned to manufacturer.